Event description:
Related manufacturer number: 1627487-2022-03031. It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention took place for the replacement for the ipg but during the procedure the doctor found an implanted paddle lead that had been cut and therefore the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.